Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was exceed metal in the hub near the needle. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer¿s allegation is confirmed. The defective unit is probably attributable to a temporary misalignment on the acam¿s seating station. The defective unit represents an isolated occurrence. We will continue to monitor if there is a recurrence of this type of problem. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.